Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred. Reportedly, the cartridge was filled with 100 units. There was no impact to the customer's blood glucose level and the customer loaded a new cartridge successfully.